Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2015, information was received from a consumer via a company representative regarding a (B)(6)-year-old, male patient who was receiving dilaudid 20mg/ml at 10 mg/day via an implantable pump for spinal pain. On an unknown date, during the patient¿s last refill, the expected volume was 5cc and the aspirated volume was 10cc. No interventions were taken and the healthcare provider (hcp) planned to monitor if there was excess volume at the next refill in (B)(6) 2015. No patient symptoms were reported. It was reported the issue resolved at the time of the report. They were unable to obtain the patient¿s status. If additional information becomes available, the event will be updated. Additional information was received from a healthcare professional (hcp) via a manufacturer¿s representative on (B)(6) 2017. It was reported that for ¿some time¿ starting at an unknown date the patient was having volume discrepancies where the actual residual volume (arv) was greater than the expected residual volume (erv). It was noted that they were pulling approximately 5 ml more out of the pump than expected but the actual numbers were unknown. This was not the first refill after implant/revision. It was indicated that just recently (start date unknown) the patient had complained of increased pain but the patient was ¿difficult to access.¿ the pump logs were checked and there were no alarms. It was noted that the representative would follow-up with the patient¿s managing hcp and would discuss doing a catheter access port (cap) dye study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 24-feb-2017 from a company representative and it was reported that it was thought that the ¿difficult to access¿ most likely meant difficult to ¿assess¿ the patient from a clinical side. The doctor and family nurse practitioner were concerned about doing a (B)(6) study on the patient due to his size and multiple health problems unrelated to his pain pump. It was determined at the office that the patient would be able to get himself onto a procedure table and the physician agreed to perform a (B)(6) study to check the catheter. The date for the (B)(6) study was unknown. They were unsure if the patient¿s increased pain was related to the volume discrepancies. The pump had been interrogated and the logs checked. It was all within normal limits no alarms were noted. No more information was known at the time of this report. It was thought that more would be known after the (B)(6) study was performed.